Event description:
There is no allegation from a health professional that the death was related to the device. It was reported that the cause of death was unknown. No further information is available at this time.

Manufacturer narrative:
No medwatch form was received. (B)(6). Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The device was tested using automated test equipment and was found to be normal. No anomaly was found.